Manufacturer narrative:
Results - 3211 deformation problem is based off the investigation results of the returned sample; 213 no device problem found is based upon functional testing of the returned sample. One 6 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The guidewire, locator and the header bag were returned as well. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath as observed in the attached pictures. No visual anomalies were noted with the device. For functional testing, the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device cap was not positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the end of the intervention (pfa-occluder), the doctor used an 6f angio-seal vip device to close the puncture (femoral artery right). The angio-seal system was placed without complication. After the anchor was released and stretched, the doctor pulled the entire device out of the patient's artery completely during the retreat. The anchor in the hypotube was completely retracted, with a small piece still visible. Intervention was successfully completed. Hemostasis was achieved after 20 minutes of manual compression without complication. Immediate manual compression of the puncture site prevented blood loss. (Blood loss max. 10ml). There was no harm to the patient.